Event description:
The customer reported their coulter act diff 12 analyzer leaked about 15 mls of clear rinse solution from a hole in the peristaltic pump tubing which sprayed inside the right side compartment of the instrument (contained). They replaced the tubing and other user replaceable parts, but had control recovery issues and requested service. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found the customer had already replaced the peristaltic pump tubing upon arrival which resolved the leak. However, the fse found one of the pump rollers stiff, causing tubing to wear prematurely and he installed a new pump roller. Bec identifier for this report is (B)(4).